Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 54 mg/dl at the time of incident and the sensor glucose level was 74 mg/dl. The customer was assisted with troubleshooting. The customer was not treated for low blood glucose level. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was unsure of the auto mode delivering insulin at the time of low blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will not be returned for analysis.